Event description:
The customer contact reported that during testing at the user facility, the device door roller was noted to be missing and the device delivered more than expected. The device was returned to the engineering dept for an unspecified reason. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The initial testing was performed at the user facility. The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.